Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The comb damage could not be duplicated, the comb was replaced per design change only. This is a limited investigation, a review of manufacturing records, and a product hold/recall search will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined as there was no problem found. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident has been reported under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that on an unknown date a loaner was received with a dent in the comb. There was no patient involvement. Due diligence is complete, and no further information can be provided.